Event description:
The facility's risk manager reported an incident of an overinfusion of diprivan to a pt. The pt arrived in the emergency room (ER) via ambulance "alert and oriented" with an infusion of normal saline running "to gravity." The pt's breathing was reported to be severely compromised and the pt was placed on a ventilator while in the ER. While in the ER, a 100ml glass vial of diprivan, concentration of 1000mg/ml, was programmed to be infusion at a rate of 3ml/hr and a volume to be infused of 80ml. Twenty minutes after the infusion was started, the diprivan vial was found to be empty. The pump was reported to display a volume remaining of 78ml. The pt reportedly "coded" and cardiopulmonary resuscitation was initiated. During the resuscitation, a dose of epinephrine, a dose of atropine, followed by another dose of epinephrine was administered as per acls protocol. The pt was defibrillated one time. The pt was admitted to the cardiac intensive care unit (cicu). The risk manager reported that the pt currently has brain stem encephalopathy, however, it is unknown whether or not the pt's current condition is related to the reported overinfusion. The pt reportedly remains on a ventilator in the cicu in "grave" condition.